Event description:
While prepping infant for x-ray, the neo tech ECG electrodes were removed from skin. The first lead was removed and there was noted to be pus under the lead. With continued slow removal and care used to take the rest of it off revealed a blister full of pus, which then busted, causing a raw spot on the infants' chest. The second lead was lifted slowly, and once again pus came out and there was a raw spot under that lead too. There was no issue with the 3rd lead.